Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h11 a getinge field service engineer (fse) verified that both helium transducers were out of calibration. Calibrated helium transducers. Replaced expired safety disk. Performed functional check and safety test. Unit cleared for use.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) verified that both helium transducers were out of calibration. Calibrated helium transducers. Replaced expired safety disk (d202-00-0140). Performed functional check and safety test. Unit cleared for use.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump`s transducer is not calibrating. There was no patient involvement and no injury or harm.